Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After one year and nine months post filter deployment, computed tomography revealed there was 0-degree tilt of the inferior vena cava filter. The apex of the filter abutted the inferior vena cava wall posteriorly. The inferior vena cava filter was positioned at the confluence of right renal vein and inferior vena cava. There was a 2 mm perforation beyond the inferior vena cava wall. During hospitalizations during approximately two months and six months post filter deployment, patient was diagnosed twice with recurrent pulmonary embolism and blood clots. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism and bleeding from wound with anticoagulation. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.